Event description:
During set up for the case, after initial count was completed, the scrub noticed a black debris on the sterile mayo stand cover. The lot number for the pack is: 1625653. The sterile field was taken down and a new one was set up.